Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was accidentally put into the washing machine and is no longer turning on now. Contact did not have the pump with them at the time of the call; therefore, troubleshooting with tandem technical support was unable to be performed. Reportedly, customer reverted to manual injections for continued insulin therapy. There was no reported impact to customer's blood glucose level. Contact did not know the customer's blood glucose level. Multiple attempts were made to follow up on the reported issue. No response from the customer was received.